Event description:
The customer reported via phone call that they had a high pitched noise emitting from the insulin pump. Customer reported removing the battery, but a black circle was present on the display. Customer also reported the high pitched noise occurred after a battery was inserted into the insulin pump. Troubleshooting found the time was not advancing on the insulin pump and the screen was not completely blank. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.